Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled off at the tip, exposing the metal component of the cold jaw. The torn silicone remained attached to the cold jaw. It was also observed that the heater wire is slightly flexed at the center, and attached at the base and tip. Based on the condition of the returned device and evaluation, the reported failure "peeled jaw", and the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws was peeling off of the jaws. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws was peeling off of the jaws. A replacement device was used to complete the procedure. No patient involvement.